Event description:
It was reported that the ilet charger was damaged and required cord manipulation to establish charging, resulting in the device not charging reliably. Symptoms included no clinical symptoms. Outcomes included no impact on clinical status and no hospitalization. Investigation included troubleshooting with the user and replacement of the affected accessory. Investigation of this case revealed that the charger exhibited intermittent connection consistent with a damaged or worn charging cable. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger due to wear or damage.